Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during device evaluation the air/water tube and the air/water cylinder had foreign material. There was no patient involvement in this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.  New information added on fields: h3 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured.  The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered to/clogged in the subject device (possibly haemospray). Deviation from IFU (instructions for use) was not found in the reprocessing steps on the locations where foreign material remained. However, it may have been unremoved because the device was not reprocessed properly by leak from guide pin of the electrical connector. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use:instructions for use states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection.instructions for use states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)."olympus will continue to monitor field performance for this device.